Event description:
It was reported that the patient presented to the clinic feeling fatigued. The pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator was in backup vvi mode due to multiple bits flipped in the product code. After a device product code download, normal device function resumed.